Event description:
Clinic notes were received for the patient that noted the patient has been experiencing multiple seizure breakthrough, brief 10-15 seconds generalized convulsive episode, other times she has had tonic posturing. Did not improve with increased depakote and vns. No additional relevant information has been received to date.

Event description:
The patient underwent a generator replacement. The explanted device has not been received for analysis to date but the explanting facility is known to not return and discard devices.

Manufacturer narrative:
H6. Adverse event problem codes , type of investigation ; correcting information; initial MDR inadvertently omitted code.

Event description:
Patient is planned for consult for surgery but no known surgery has occurred to date.